Event description:
The customer received error 5 during a case and used a 2nd handpiece to solve the problem. There was no pt consequence.

Manufacturer narrative:
Evaluation: the hand piece was returned with a loose mount. The analysis was performed and was found that the hand piece no longer meets the specifications for continuity. It was tested on a generator and no error codes were found. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. 510(k) number is k002906.